Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to a high shock impedance measurement. Additionally, low right ventricular (rv) intrinsic amplitude measurements were observed. No adverse patient effects were reported. A boston scientific technical services consultant stated that the shocking impedance measurements have steadily increased since implant and the intrinsic amplitude has also decreased so there may be potential issue. The consultant discussed trouble-shooting options with the caller. A revision procedure was subsequently performed and the distal coil of the lead was surgically abandoned. The proximal coil is still in use. A new lead was implanted to replace the portion of the lead that was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
---

Event description:
-----